Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: blower defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: te231009 occurred and the device didn't ventilate as settings. Spo2 decreased temporally, but it was recovered by manual ventilation and the ventilator replacement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: blower module defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: (B)(6) occurred and the device didn't ventilate as settings. Spo2 decreased temporally, but it was recovered by manual ventilation and the ventilator replacement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: blower defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: te231009 occurred and the device didn't ventilate as settings. Spo2 decreased temporally, but it was recovered by manual ventilation and the ventilator replacement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: blower module defective. Correction: replaced defective component. Additional information: h4, h6. Corrected information: b1, d4, h6, b11. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: te231009 occurred and the device didn't ventilate as settings. Spo2 decreased temporally, but it was recovered by manual ventilation and the ventilator replacement.